Event description:
The customer observed increased frequency of architect i2000sr analyzer generated error code 1006 (unable to process test, background read failure). The customer estimated the occurrence frequency of 10 occurrences out of every 20 to 30 samples, regardless of the assay. The architect optics background and aspiration test were checked and were within specifications. The customer was asked to check the trigger and pretrigger connections and observe if air bubbles were present and no issues were observed. The customer was asked to changed the pretrigger level sensor. The abbott technical service representative obtained the analyzer logs for evaluation. The issue was resolved after the customer changed to another lot of reaction vessels. There was no impact to patient management.

Manufacturer narrative:
(B) (4), concomitant medical products and therapy dates:architect analyzer, list #3m74-01, (B) (4).evaluation: no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that the pt received ems treatment for hypoglycemia.